Event description:
It was reported that a malfunction alarm occurred. Additional information was not provided. Reportedly, customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.